Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts. Review of post market data found that there is no indication of a new or emerging patient safety or quality issue associated with the failure of thermal events on the dreamstation auto devices. There were no reports of harm attributed to the thermal failures. Additional information has not been provided by the customer that could be used by the business to further investigate the reported failure. The overall failure rate for dreamstation auto devices is within the required device reliability and further review of post market data does not indicate unacceptable safety risk of using this product by patients in the field.

Event description:
A dreamstation auto device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found corrosion on metallic surfaces. In addition, the unit could not be powered on, and the connector was burned and corroded. There was no evidence of foam particles or degradation. The device was scrapped at the customer's request. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.